Event description:
It was reported that patient experienced wound dehiscence at the ipg site. Patient treated with antibiotics and wound site debrided. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient treated with antibiotics and wound site debrided. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.